Event description:
The user facility reported that steam and brown water were emitting from their sterilizer. The steam triggered the fire alarm and the department was evacuated. No injuries or procedural delays or cancellations were reported.

Manufacturer narrative:
An employee at the user facility had entered the room where the sterilizer is located due to a hissing noise she heard and found water on the floor and the room full of steam. The employee pushed the shutdown/stop button located on the front of the unit prompting the unit to dump the generator to drain and stop generating steam vapor. A steris service technician inspected the sterilizer and found the sight glass to be cracked/broken allowing water and steam vapor to escape from the generator. The technician replaced the sight glass and returned the sterilizer to service.